Event description:
The manufacturer received information alleging a ventilator was alarming for a check circuit condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's overhead blower filter was replaced to address the issue.